Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 8.0 mm x 20 mm x 135 cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 3 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.